Manufacturer narrative:
Statement from physician: patient came in doctor's office with deflation concern on right implant. Physician assistant confirmed deflation on (B)(6) 2019.

Event description:
Alleged implant deflation resulting in explantation.

Manufacturer narrative:
No manufacturing defect was found on macroscopic or microscopic examination of the explanted device. Explant analysis showed surgical instrument damage of the implant outer shell which resulted in outer lumen deflation.

Event description:
Alleged implant deflation resulting in explantation.